Event description:
Reporter indicated a vns therapy pt received high lead impedance on diagnostics. Diagnostic history received from the site revealed diagnostics were within normal limits in 2008. An additional diagnostic test performed a half hour late yielded high lead impedance. The diagnostics also indicate that , although the lead impedance is high, the vns is still able to deliver the intended therapy to the pt. A battery life calculation using available programming history revealed the pt's generator is 6.86 years until the elective replacement indicator reads "yes." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.